Event description:
It was reported the ball springs were noted to be stretched out prior to the case. The instrument were not used during the case. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was received for examination. Visual examination found the one of the four posts was chipped and one spring missing. Reported condition cannot be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.